Manufacturer narrative:
Full name of the facility is (B)(6) hospital. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device probe was broken with the broken piece returned. The fracture surface of the probe started from the origin of the crack in the probe. In addition, the vicinity of the starting point of the fracture surface was discolored black. There were no scratches or contact marks on the non-insulated part of the grip. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, 30 minutes into a therapeutic gynecological laparoscopic procedure, the device probe broke off. The broken piece of the probe was recovered. The procedure was completed without any delay with a new device of the same model number. The patient did not need to be given additional anesthesia. There is no harm or adverse impact to the patient. The total operation time of the procedure was between two to five hours. The intelligent tissue monitoring (itm) setting was on during the procedure. The device was inspected prior to use. The connections to the generator were not checked. The transducer cords and other medical device cords were not bundled together. The doctor was of a mid-career level. This is the first time the broken probe issue has occurred with the doctor.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. 2) a force was applied to the probe during spark generation. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The following information is included in the instructions for use (IFU): ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the performance of this device.